Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely a power failure between the device and the processor due to damage to the electrical contacts of the master plug (m-plug) and/or moisture invasion of the master plug (m-plug) caused by damage to the device. The event can be prevented by following the instructions for use which state: operation manual 3.8 inspection of the endoscopic system inspection of the endoscopic image b. IFU (operation manual) states on troubleshooting for abnormality as follows: chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unspecified diagnostic procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoeye flex deflectable videoscope had a scope communication e226 error. The issue occurred during preparation for use. There were no reports of patient harm.